Event description:
The excavation paddle shaver broke when using during surgery. The part was retrieved from the patient. The surgeon was lightly tapping the waiver t, and the tip completely broke off.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.